Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient transitioned to the ilet bionic pancreas and experienced elevated glucose readings for approximately three hours while awaiting entry of body weight, after which glucose trended down to 204 mg/dl and operation was reported as normal; the patient had taken 10 units of insulin earlier that morning, and a dexcom g7 sensor code was provided. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention beyond routine monitoring and no hospitalization. Investigation included troubleshooting and education with follow-up communication, review of glucose trends, and confirmation of device functionality as reported by the user. Investigation of this case revealed no device alarms or malfunctions reported, and no component failure identified, with hyperglycemia of unclear cause resolving with ongoing therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.